Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during removal of the infusion set, the small plastic cannula detached from the set and remained in the skin of the patient's upper arm. The patient reported that they visited the urgent care as a result of the fragmentation. According to the patient, the staff at the urgent care numbed the patient's arm and attempted to locate the cannula fragment; however, the fragment was not found and the patient was advised to monitor the site. The patient reported that their blood glucose levels were unaffected by the reported event. No adverse effects to the patient were reported.